Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 3 devices were received. 5 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. Evaluation results: 3 devices were found to be affected by corrosion. 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 8 events had no patient involvement; no patient impact.

Event description:
This report summarizes 8 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 8 previously reported events are included in this follow-up record. Product return status 6 devices were received. 2 device investigation types have not yet been determined. Event confirmation status 6 reported events were confirmed. Evaluation results 6 devices were found to be affected by corrosion.

Event description:
This report summarizes 8 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 8 events had no patient involvement; no patient impact.

Event description:
This report summarizes 10 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10 10 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 3 devices were not available for evaluation.